Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple drawers were jammed and failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers were jammed and failed to open. A field service engineer suggested the customer to reach out the pharmacy to have the faulty cubie pocket replaced and to call back if further assistance was required. The system functioned as intended after the field service engineer assisted the device.